Manufacturer narrative:
This report is being submitted as follow up. No. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A retention sample of the involved product code/lot# combination was evaluated as follows. Visual inspection revealed no anomalies. The retention sample was built into a circuit and colored saline solution was circulated in it. No leak was observed. The investigation verified that the retention sample of the involved product code/lot# combination was the normal product with no anomaly related to a possible leak. IFU states: do not use an oxygenator that leaks. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the capiox device. The following information was provided by the user facility: the capiox device was leaking during priming; and there was no patient involvement.